Event description:
The customer stated that she was hospitalized due to hyperglycemia and moderate ketones. The reported blood glucose reading was 550 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that prior to the event she had changed her infusion set two times as a result of no delivery alarms. The customer also stated that she had a cold and a sinus infection at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.